Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s stimulator had not worked in the past two or three months. The patient did not know the last time they charged their ins. They noted that their ins had been hurting them in the right buttocks area for the past three months ago. The patient was sent healthcare professional listings. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care provider (hcp) on 2018-jun-18 reported the implantable neurostimulator (ins) was replaced after ins explant on (B)(4)2018. The patient was seen on (B)(4)2018 and the new ins was functioning well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a consumer reporting that the patient had an appointment with their health care provider (hcp) in (B)(6) 2018. The battery was dead and the implant was reported to be too close to the surface. A replacement was performed on (B)(6) 2018 where the new implant was put in deeper. No further complications were reported.